Event description:
Pt had gastric bypass surgery. One day post-op, sutures broke 3 inches below the upper knot and the facial layer closure causing dehiscence. Pt was returned to operating room for repair with #2 prolene (tied to intact suture) and reinforced with #5 ethibond suture. Unable to remove all of the old #2 suture so tied new suture together prior to reinforcing.